Manufacturer narrative:
Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia(painful sexual intercourse),"). In (B)(6) 2007, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) / longer periods") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and genital haemorrhage ("gen. Abnormal. Bleed,"). The patient was treated with surgery (hysterectomy (full)salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and dyspareunia was resolving, the abdominal pain and genital haemorrhage outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina in (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs received. Reporters information was added. Case become serious incident. Event: abnormal bleeding (vaginal), dyspareunia (painful sexual intercourse) were added. Event outcome was added .lab data was added. Event: genital hemorrhage was updated as non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.